Manufacturer narrative:
Additional narrative: additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a screw removal due to pain. There were three (3) variable angle (va) locking screws that were removed. The implanted screws were too long, which caused pain to the patient. Concomitant device reported: plate (part number unknown, lot unknown, quantity 1), screw (part number unknown, lot unknown, quantity unknown), 3.5mm variable angle locking screw/slf-tpng/strdrv/70mm (part number 02.127.170, lot unknown, quantity 1), 3.5mm variable angle locking screw/slf-tpng/strdrv/75mm (part number 02.127.175, lot unknown, quantity 1). This report involves one (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/60mm. This is report 1 of 3 for (B)(4).